Manufacturer narrative:
Livanova received a report that, during a bypass, a one-way valve line disconnected from the tubing. According to customer, the patient lost about 2l of blood. There is no report of any patient injury. The DHR review confirmed the complained lot was released as conforming to product specifications. No other similar complaints on this pts code in the last 12 months, thus the reported case is isolated. Visual inspection of the returned line suggested the solvent was not applied uniformly around the connection that eventually disconnected. Based on this, it cannot be ruled out that the root cause was traced back to an error during manufacturing. The personnel will be involved in a dedicated training meeting. No other specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
No patient information has been provided. Livanova USA inc manufactures the complained circuit. The incident occurred in (B)(6), united states of america. Device availability was not clarified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc has received a report that, during a bypass, a one-way valve disconnected from the tubing. According to customer, the patient lost about 2l of blood. Follow up information with the customer are ongoing. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
Customer reported condition "during bypass, the one-way valve assembled on the inspire integrated arterial filter disconnected from the tubing during a procedure. The patient lost about 2l of blood. " complained line was returned to livanova for investigation. The line was disinfected and visual inspected. Visual inspection identified the tubing slightly backed off the one-way valve. The tubing connected to the inlet side could be easily disconnected by hand. Inspection under uv light revealed both ends of the tubing connected to the valve appeared to have solvent present. However, the solvent on the tubing side that was disconnected did not appear to be applied uniformly around the connection. According to internal procedure, solvent shall be applied to both ends of the valve. Source of the issue appears related to an error during manufacturing.